Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that when the surgeon was implanting the tibial component, the inserter came off and a portion of the tibial component was fractured. Device remained implanted. The portion which fractured was returned to the manufacturer for evaluation.